Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a bolus in addition to the insulin on board (iob) remaining on the pump. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed glucose tablets, chocolate, and grapes to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.